Event description:
The physician felt increased friction while advancing the emboshield device over the wire, toward the two (2) centimeter lesion at the carotid bifurcation. Vessel sizes of distal internal carotid artery (ica) were reported to be 3.5millimeters, that of the common carotid artery (cca) was six(6) millimeters; with ninety percent (90%) stenosis, mild vessel calcification, and normal vessel tortusity. He advanced the emboshield another five(5) centimeters, but the device would not advance any further. When he pulled the delivery system out of the body, he noticed the filter was off the delivery system. He pulled out the wire and noticed the filter had been prematurely deployed on the wire. A second new wire and emboshield were used and " all went perfectly after that." There were no pt adverse events reported.

Manufacturer narrative:
The device has been returned. Testing and investigation are in progress.